Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 4mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. First dilatation was performed at 12 atmospheres but the indentation was unable to be performed. On the second dilatation, the physician attempted to inflate the 15mm x 2.00mm nc quantum apex mr balloon catheter at higher pressure. The balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous left anterior descending (lad) artery. First dilatation was performed at 12 atmospheres but the indentation was unable to be performed. On the second dilatation, the physician attempted to inflate the 15mm x 2.00mm nc quantum apex mr balloon catheter at higher pressure. The balloon ruptured at 12 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.